Event description:
It was reported that the patient presented to the hospital experiencing redness and oozing around the pacemaker implant site. It was suspected that the patient had developed an infection and the pacemaker system was then removed. It was noted that the physician does not think the infection was related to the pacemaker procedure. The patient condition was stable post procedure. Related manufacturer reference number: 2017865-2019-10939, 2017865-2019-10940.

Manufacturer narrative:
Analysis was normal. No anomalies were found.